Event description:
On (B)(6) 2020, neotract was made aware of a physician that experienced multiple delivery devices that did not properly deploy during the prostatic urethral lift (pul) procedure. The procedure was successfully completed using additional devices. On 23 november 2020, neotract's device analysis indicated that one of the returned devices was missing approximately 1mm of the needle tip. Neotract notified the physician of the investigation results. On (B)(6) 2020, the physician stated that the patient is doing well and there are no planned follow-ups at this time.